Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter corrected time and date after the battery change, but the corrected date was not recorded in the history. Default date was recorded in the history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings:a review of the pump¿s history shows multiple occurrences of ttme and date resetting but due to inaccurate time/date setting after the default the length of time pump was without power is unable to be determined. A timekeeping accuracy test was performed; the pump maintained time accurately during 5 day duration test and one hour post duration test. The pump was exercised for 24 hours. After 24 hours the battery was removed for 6 hours. It was confirmed that when when the battery was reinserted after 6 hours without power, the time and date reset to factory default. The pump cover was removed; a visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.